Manufacturer narrative:
An attempt to reproduce the reported event using simplera app ver 1.5.3 installed on iphone se ios 18.5 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. During investigation, we have found that logs for the period when issue happened had not been uploaded to server, without the ability to confirm it through logs the most possible root cause could be broken pairing sequence. Broken pairing sequence it means that steps for pairing was performed not in sequence. Issue unknown. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: unpair all bluetooth devices paired to the phone in the phone's bluetooth settings (and make sure that the transmitter is no longer paired to other phones). Uninstall the simplera app. Install the simplera app. Start the simplera application and go to the screen with the button for sensor search (this is the screen where you start the search for the sensor) press button for sensor search. Then complete the startup wizard. Helpline dint provided any response on the recommendation steps shared. If customer still face issue we request helpline to reopen ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between sensor and mobile application. The event involved product(s) mmt-8400. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-8400.